Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they saw a message on the screen with a telephone on it. When asked, patient didn't recall information. The circumstances that led to the issue were unknown. On the call the patient connected and saw a power on reset (por) message. They noted the last time they had used the programmer was about 3 weeks prior. They said they had a bone density scan and a CT scan, but they didn't remember when. They were redirected to their healthcare provider to further address the issue.